Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys plgf (plgf) on a cobas e 402 analytical unit. The initial plgf result was 71.6 pg/ml. The sample was repeated twice, with results of 304 pg/ml and 306 pg/ml. The sample was repeated due to a data flag on a different parameter. The questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The plgf reagent lot number was 900555 with an expiration date of 31-dec-2026. The analyzer had been in rack reception mode since (B)(6) 2026. No patient samples were measured during this time period; however, the system remained powered on and in operational status. On (B)(6) 2026, qc results were lower than expected. The analyzer was placed into standby mode and restarted. Following the restart, qc results were acceptable. The investigation determined the event was due to insufficient system water supply to the fluidic assemblies after prolonged inactivity. The main water pump pressure was low. When the operation resumes after an extended period, reduced main pump output may prevent adequate water supply to the gear pump. As solenoid valves open during measurement cycles, water may then be drawn from the syringe assemblies, causing unstable fluidics and questionable results.